Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Provided information states the surgeon changed to a 48mm constrained liner. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Review of the as400 system show that at least (B)(4) other devices from the reported lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 03/01/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient underwent closed reductions on (B)(6) 2011 to address dislocations. It was noted the patient was also experiencing pain. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 03/18/2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.